Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Undetermined : insufficient information. Product code and lot number unknown. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change. The outcome of the performed investigation, the complaint will be re-opened.

Event description:
Happened while inserting the final femoral implant after retrograde cement filling into the femoral canal. The surgeon claims that events happened following the use of the reported product.